Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the user facility over the phone. The tse recommended do the ground isolation and vent inop tests and to run the device for 48 hours to try to duplicate the error code. Covidien was not authorized by the user facility to repair the device. Though requested, information regarding repair of the device has not been received. (B)(4).

Event description:
A report was received from the USA with information stating that when an 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred. The date of the event was not reported.